Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted there was a perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted there was a perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported. On (B)(6) 2018, a computed tomography (CT) scan of the abdomen revealed the inferior vena cava (ivc) and common iliac veins were within normal limits without suggestion of stenosis or obstruction. The ivc filter was in appropriate position with the apex at the l1-t2 disc level and just caudal to the right renal vein and approximately 0.7cm below the left renal vein. The apex was tiled towards and contacted the left anterolateral wall. The struts were intact without deformity. One strut protruded up to 0.4cm into the origin of the right gonadal vein. One of the anterior struts protruded approximately 0.2cm from the contour of the ivc. The right posterolateral strut appeared to protrude slightly from the contour of the ivc as well. A clear fat plane was not identified and no adjacent vessels or organs were perforated. On (B)(6) 2018 the patient presented with right leg swelling, chest pain, and digestive issues. Review of the computed tomography revealed the ivc filter was tilted against the wall of the ivc but did not protrude beyond the ivc. Ultrasound revealed no deep venous thrombosis. Although the patient had various symptoms, none of them appeared to be directly attributable to the presence of the filter. The filter was removed on (B)(6) 2018 due to lower extremity swelling and pain.